Event description:
Information was received the pt. Wanted to also know if they were in an automobile accident what would happen if they did not know they had scs. Pt brought up subject of having system removed as documented previously in case. Pt explained "down-side" details were left out when they were being sold on the spinal cord stimulator. Pt also described the process for recharging batteries did not suit their lifestyle. Ps advised monitoring the ptm 'battery indicator' light to stop flashing green turn solid to know when ins charging is complete. Ps walked them through turning ins therapy on /off with ptm button. Pt said they could feel a little slight tingling in the (right) upper side/part of their leg with stimulation on. Pt remarked where they need therapy in lower on (left) opposite side of leg. Ps redirected pt to their healthcare provider (hcp) to address therapy issues. Pt mentioned the hcp had admitted to positioning leads incorrectly to help them where their pain is. Pt remarked that the ins procedure was horrible if they had known this, they would never have had it out in. Pt said they felt like they were a guinea pig. Pt said they had 3 ruptured disc taken out a broken back. Ps had to walk pt through reconnecting rtm with ins because telemetry was lost. Pt said the recharging belt was worthless. Ps did everything possible to explain/educate pt on recharging process and importance of maintaining ins charge. Ps also wanted pt to know that their concerns were being heard/understood.

Manufacturer narrative:
Concomitant medical products : product ID : 97745ac; serial# unknown; product type accessory. Product ID 977c165; serial# (B)(4); product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the patient mentioned they had an MRI on friday, but had not used their implanted neurostimulator(ins) in 2 years and now got "no device found." Pt said the implanted neurostimulator(ins) was charging for about 10 minutes before the pt got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.0 3_58 4_qf-new." During the call, pt reset the controller and the controller responded. Pt then initiated a recharging session and got the batteries screen. Ins charge was low and controller charge was "green." Pt said they had not used the spinal cord stimulator(scs) in "a couple of years." By the end of the call, the pt was recharging excellent and ins charge was low. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745ac, serial# unknown, product type: accessory. Product ID: 977c165, serial# (B)(6) product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.